Event description:
It was rpeorted that during a rectal carcinoma procedure after firing the device it was found that the cut was not complete. The surgeon had to cut and suture by hand. There were no patient consequences.